Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device had passed away. There was no allegation that the device contributed to the death. It is unclear whether any health effects or health effects appear to have occurred. Still, insufficient information is available to classify the clinical signs, symptoms, and conditions. Additional information has been requested regarding the details of the reported death. A third-party service center analyzed the recalled device. The complaint was not confirmed, and no foam particles were visible. The device has been scrapped. The user received a replacement device, and the wife inquired about registering it. The manufacturer informed the patient that she did not need to register the replacement device.

Manufacturer narrative:
H3 other text : the device was sent to a third-party for analysis.